Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies and alarm reoccurred. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.